Manufacturer narrative:
Device evaluated by manufacturer: an 8 x 2.50 promus premier select stent delivery system (sds) was returned for analysis. Examination of the stent identified no stent damage. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no tip damage. A visual and tactile examination of the hypotube found a hypotube break located 71.4cm distal from the distal end of the strain relief and multiple hypotube kinks at various locations. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. The device tracked without issues on a 0.014 inch test guidewire. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16 june 2021. It was reported that a difficulty to track over the wire and shaft break occurred. During a percutaneous coronary intervention (pci), an 8 x 2.50 promus premier select stent was selected for use. There was difficulty tracking the promus premier select stent over the guidewire. It was not possible to thread the guidewire on the promus premier select. The promus premier select was removed. The procedure was completed with another of the same device. No patient harm resulted in relation to this event. Returned device analysis revealed a shaft break. It was further reported that the shaft break occurred during the procedure.